Event description:
The manufacturer's representative reported that the patient was not reaching efficacy and underwent catheter revision. The patient had previously undergone catheter revision due to cerebrospinal fluid leak in 2006. The hcp reported that the patient recently fell. The catheter had been pulled and "snapped back into the mid-line incision." The patient was receiving morphine 10 mg/ml at a dose of 4.5 mg/day. It is believed the patient is currently receiving 1 mg/day, as the catheter was not delivering drug into the intrathecal space prior to revision. Final patient outcome was not reported.